Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that his infusion set detached, unexpectedly, from the quick release while he was sitting. The site location was left side of his tummy and the pump was worn in his left pocket. The infusion had been in use for one day and the infusions were stored at room temperature. There was no stress or pull on the tubing. The pump was not dropped with the set connected to his body and the infusion set was not pulled. The patient had two different box of the infusion sets that had this issue. No further information available.